Manufacturer narrative:
Device evaluated by MFR: the promus element mr ous 2.25 x 24mm stent delivery system was returned for analysis. The stent was not returned for analysis. The manufacturing data for this device was reviewed and there were no issues. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon was reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. .the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and dislodgement occurred and withdrawal difficulties were encountered. The 2.25x20mm, de novo target lesion was located in the severely tortuous right coronary artery (rca). A 2.25x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and upon reaching the aorta, the stent was partially dislodged. The device was completely removed from patient's body however the stent eventually detached on the physician's hand and was misplaced. The procedure was then completed with a different device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and dislodgement occurred and withdrawal difficulties were encountered. The 2.25x20mm, de novo target lesion was located in the severely tortuous right coronary artery (rca). A 2.25x24mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and upon reaching the aorta, the stent was partially dislodged. The device was completely removed from patient's body however the stent eventually detached on the physician's hand and was misplaced. The procedure was then completed with a different device. The patient's status was stable.